Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as tissue damage occurred during device use. It was reported this was a mitraclip procedure treating mixed mitral regurgitation (mr) grade 4. Two mitraclips were implanted without issues reducing the mr. There was mr noted medially so a third mitraclip (cds0601-xtr, 81029u144) was attempted. During positioning without device issues, the mr had increased back to grade 4 and a leaflet flail was observed. Reportedly, it is thought that this tissue damage occurred while positioning the third mitraclip. Reportedly, this clip was not initially difficult to grasp. After the flail however, difficulty capturing was experienced. The third mitraclip attempted to capture the flail several times (8-9 times) with no success. This clip captured the area lateral to the flail and the clip was implanted in the a2/p2 region. The procedure was completed and mr remained grade 4. There was no further treatment reported for the flail and there was no additional adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. It should be noted that the reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported failure to adhere or bond (leaflet grasping), and leaflet damage could not be determined. It may be possible that patient morphology/pathology contributed to the difficulties; however, this could not be confirmed. The recurrent mr appears to be a cascading effect of the difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.